Event description:
For one hour and 4 minutes, (B)(4) was documenting propofol infusion rate at 88.957mcg/kg/min when the actual infusion rate was set to 80mcg/kg/min. It and biomed departments were made aware of the issue and began working to resolve the problem immediately.